Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of malposition and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition & capsular contracture, baker grade unknown.

Event description:
Patient's representative reported left side tightness, the tissue hardened and contracted, the implants were pushed upwards, and the patient was "severely psychologically impaired". The device has been explanted.